Event description:
Thermochoice did not work. Tried 3 different cords and machine still did not work. Unable to do ablation.====================== health professional's impression======================clinical engineering was called about unit not functioning. Reviewed error codes with manufacturer (5506 is a main board issue and 6311 is an over pressure issue). Unit has been in for repair 4 times in last 6 months.the unit goes in for repair, passes testing upon return and then within 15 days of use the unit fails again precipitating another service call. Will call ethicon on monday to discuss options for replacing unit.====================== manufacturer response for used for ablation procedures, thermochoice======================director of cl engineering to contact ethicon.